Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis due to it shutting off and making a loud noise. Functional and visual testing was performed. The customer stated problem was verified. During power up and inspection, the device was found to have a loud screeching noise but found no shuts off issue. The screen display showed error code 116 and indicated a problem with motor issue. Further investigation found that the motor was defective due to high current draw and is the cause of the issue. Therefore, the motor will be replaced. The front housing will be replaced as part of the repair process.

Event description:
It was reported that a smiths medical pump shuts off and makes a loud screeching noise. No adverse patient effects were reported.